Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the concerto coil returned with implant coil still attached to the pushwire. In addition, instant detacher also returned with the concerto coil. The actuator interface was securely attached to the coupler tube. There was no evidence of mechanical detachment using an instant detacher at this location. The pushwire was found broken at the break indicator with the release wire also found broken. This is indicative that a manual detachment was attempted at this location. The concerto pushwire was found bent from the proximal end. The coin was found present and still against the lumen stop with the shield coil present and intact. The implant coil was still attached to the pusher. The implant coil was found damaged. A detachment was then attempted by breaking the pushwire distal to the bends and the release wire was pulled. The release wire did not retract and was stuck within the pushwire. The distal outer jacket was removed, and dried blood was found within the jacket and lumen stop. The device was put into an ultrasonic cleaner to dissolve the dried blood. The release wire was then retracted, and the coin came out of the lumen stop, releasing the implant coil. The retainer ring was found to be damaged and the inner diameter was measured which is no longer within specification. The detach element stick was found bent. Based on returned device evaluation, the likely cause of the non-detachment is the release wire broke during detachment attempt by t he physician, leading to the release wire not retracting the coin out of the lumen stop and subsequently causing the implant coil to not detach. After the dried blood was dissolved, retracting the release wire successfully detached the implant coil. It is possible that the release wire broke due to resistance caused by the bends in the pushwire as no resistance was encountered distal to the bends. The retainer ring and implant coil were damaged and the detach element was found bent, indicative that excessive torsion was experienced by the pushwire/implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil would not detach with the instant detacher. One attempt was made, another instant detacher was not used, one manual attempt was made. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a gi bleed. It was noted the patient's blood flow and vessel tortuosity were normal.